Event description:
Complainant alleged that while after successfully delivering three shocks to a male patient, on an attempt to deliver a fourth shock the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to patient due to the reported malfunction.